Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired on (B)(6) 2018. It was noted that vf did not stop after performing atp. It was also noted that the patient expired at home and his death was confirmed after the patient was transported to the hospital. External examination was only performed. No autopsy. The device could not be retrieved. There was no comment on the cause of the patient¿s death from the physician. The data from merlin.net was reviewed and no anomaly seemed to be on the device and the leads.